Manufacturer narrative:
On 12 mar 2021, seaspine was alerted that a rod used in the construct had broken in the postoperative period, and the patient went to the emergency room for treatment. No explants have been made available for examination at this time, as the device remains in situ. X- ray images indicate there was no change in the patient's condition following discovery of the damage to the construct, and revision surgery has not yet been scheduled. Communication with the reporter indicates the cause of the rod fracture may be related to stress put on the construct. The surgeon continues to monitor the patient for any indication necessitating additional treatment. Review of labeling: possible adverse events: -bending, disassembly or fracture of implant and components.

Event description:
The patient underwent spinal surgery consisting of products from seaspine's sierra system on (B)(6) 2020. On 12 mar 2021, seaspine was alerted that a rod used in the construct had broken in the postoperative period, and the patient went to the emergency room for treatment. X-ray images taken at this time did not indicate a change in the patient's condition, and the surgeon elected to postpone revision surgery.